Manufacturer narrative:
MFR rec'd date: 04dec2019. Report date: 05dec2019. Per field service engineer (fse) the customer repair the unit and didn't provide any repair details. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24aug2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.